Event description:
It was reported that during a ptci procedure, after a successful stent placement in the lcx, the guide wire was moved and positioned to treat the proximal lad. An atherectomy device was used to debulk and the multi-link was advanced and deployed at 8 atm. By ivus stent placement showed an incomplete dilatation, so the same stent delivery system (sds) was advanced and dilated to 12 atm (contrary to IFU) when the balloon ruptured. A perforation was immediately noted and a periocardiocentesis was performed. Further attempts to intervene were not successful. The pt was sent to CABG, and then had stroke. Reportedly, the pt eventually died.